Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia, with a highest cgm reading of 400 mg/dl and a glucometer value of 438 mg/dl for approximately four hours after starting a new pump, while using a contact detach infusion set on the legs with a dexcom g7; no device leaks or kinks were observed, and the user had announced meals as instructed. Symptoms included headache and nausea. No health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.